Event description:
Upon a pacemaker check on (B)(6) 2013, discrepancy between the programmer screen and the printed data was observed: when a part of the 24 hour heart rate curve was printed, the printout showed another period (with a wrong date).

Manufacturer narrative:
Date: 03/01/2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.